Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap cholecystectomy. According to the reporter: when the surgeon introduced the trocar into the sleeve, several small pieces of the blue diaphragm fell into patient's abdomen. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.